Event description:
The customer reported a ventilator was experiencing touchscreen issues. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The device was evaluated by the customer and a philips remote service engineer (rse). The rse informed that the machine belongs to the prototype of philips factory. There are no accessories now, so it cannot be repaired. No other anomalies were reported.